Manufacturer narrative:
The analyzer's serial number is (B)(6) a precision test was performed with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result was approximately 7.0 mmol/l. The repeated result was approximately 3.5 mmol/l. The repeated result was believed to be correct. The sample was repeated because the initial result was marked as critical.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. The alarm trace showed "abnormal aspiration (sample pipetter)" errors. The field service representative did not identify a root cause for the issue. The electrodes were replaced, and the field service representative verified that the instrument was performing within specification. The investigation could not determine a specific cause of the event. Although no cause was identified, the issue appears to be resolved. The investigation did not identify a product problem.